Event description:
Procedure: wedge resection. According to the reporter: the pt was found expired at her home. The examiner found the end of reinforced staple line eroded into her intercostal artery which resulted in bleeding.

Manufacturer narrative:
(B)(4).